Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had lost 40 pounds and their pocket area had thinned resulting in the device rubbing. No redness or erosion was observed. Surgical intervention was taken to revise the pocket. It was also noted that varying r wave amplitudes had been observed over the last year. Right ventricular (rv) lead sensitivity was reprogrammed and will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.